Event description:
It was reported that the patient noted something felt weird with the ams700 inflatable penile prosthesis (ipp) two weeks prior to the revision surgery. The ipp was explanted due to a right cylinder aneurysm. A new ipp device consisting of 16cm x 9.5mm cylinders, ms pump, and 65ml reservoir were implanted. The patient's condition was reported as stable.

Event description:
It was reported that the patient noted something felt weird with the ams700 inflatable penile prosthesis (ipp) two weeks prior to the revision surgery. The ipp was explanted due to a right cylinder aneurysm. A new ipp device consisting of 16cm x 9.5mm cylinders, ms pump, and 65ml reservoir were implanted. The patients condition was reported as stable.

Manufacturer narrative:
Device analysis: cylinder malfunction was reported. The ams700 cylinders were visually inspected. One cylinder had broken fabric threads and exhibited bulging when inflated. The other cylinder was not functionally tested due to cylinder 1 failure. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.